Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) hadn¿t worked for years and it wasn¿t charged. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jun-22. The patient stated that they need an MRI done. Their stimulator is not working; they cannot charge the battery. They need to find out what they need to do at this point in time. Additional information was received from the patient on 2018-jun-29. Their stimulator is not working. Their healthcare professional (hcp) is no longer in the area. They do have a problem and need a call back. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient. It was reported that the patient needed to speak with someone about the device as the battery was dead and the patient needed an MRI. The patient needed instructions on how to set the device into MRI safe mode. On (B)(6) 2018, the patient indicated she was going to speak to her doctor regarding the device. The patient stated the device was old and they only needed MRI guidance. The device was not working now, and she was going to have to discuss with her doctor what they should do moving forward. The patient did not know the root cause of the issue. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not able to charge the ins. The patient said they last felt stimulation about 3 years ago and the last successful charge session was about 3 years ago; the patient noted they stopped charging because their pain went away. The patient stated they became aware that they could not charge the ins about a month prior to the report. The patient also reported that they had a gradual return of sciatica pain on both sides. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
Adverse event and product problem should have been selected in previous report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.